Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old male with an indication for use of postcardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai shock stage e was supported with an impella cp device via right femoral percutaneous arterial access. Based on the available information, this event represents a pump dislodgement occurring in the context of CPR. The device had been appropriately positioned prior to the event, and there is no evidence of device malfunction. The event was managed through device explantation and replacement per physician judgment, with the patient surviving without further reported device related issues. No product return or further corrective action was required. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the positioning issue was use related as as pump became dislodged during CPR.